Event description:
Pump reported a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Customer was instructed by technical support to remove the cartridge and inspect the o-ring, as well as clean the pneumatic tap area. Despite these efforts, the customer was unable to remove the o-ring. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.